Manufacturer narrative:
This instrument has been investigated. On 10-6-2017 an ocd field engineer (fe) arrived at the customer site. The fe performed the sample camera alignments and adjustments. The fe returned for a follow up visit and performed a pm on the ortho provue. As per the fe, the customer states that the provue camera has been reading without any problem since the last service visit when the sample camera adjustments were performed.

Event description:
The ortho provue sample camera misread sample ID m7041726 as m7041716. No incorrect results were reported as a result of this incident. There was no harm to any patient. Complaint: (B)(4).